Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had multiple surgeries. On (B)(6) 2021 hemi arthroplasty was done and stem remains from this procedure. On (B)(6) 2021 hip dislocated and converted to constrained total hip by surgeon. On (B)(6) 2021 cup was revised and dual mobility was placed by surgeon. Der was filed, cup and screw that listed on the der, placed at this time. On (B)(6) 2022 it was converted to dm to constrained due to dislocation. Der was submitted, head and liner placed at this time. Patient presents in ER with a periprosthetic facture of right hip with appearance of possible infection superior to acetabular component. All components removed and prostalac placed uneventfully. There was loosening of femoral component post facture at bone to implant interface. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.